Manufacturer narrative:
The tandem user guide indicates to change the infusion set every 48¿72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 310 mg/dl. The contact indicated that the high bg may have been due to the customer not entering the grams into the pump for sweets that had been consumed. The customer changed the supplies on the pump. The contact also indicated that the infusion set had been used for 4 days prior to changing it. As the customer had changed the supplies prior to contacting tandem technical support, a system check